Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) and the device. A device port issue was suspected as the oversensing could be reproduced with provocative testing of the device pocket. The device was explanted and replaced to resolve the event. The rv lead remains implanted. The patient was stable and there were no adverse consequences.